Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device became stuck on an non-bsc guide wire and embolism occurred. The 100% stenosed lesion was located in the superficial femoral artery. An unspecified size jetstream atherectomy catheter was selected for use. Upon removal of the device over the wire, the device became stuck on the wire. Both devices were removed from the patient as one system. Upon removal, it was also noted that the patient's artery, from the distal popliteal down, was completely occluded which appeared to be from the plaque that was in the filter, as the filter was removed improperly due to the device being stuck on the wire. The physician was able to then go in and recover the peroneal and anterior tibial vessels and the patient had flow all the way to the foot through suction thrombectomy and balloon angioplasty to the tibial-peroneal trunk, anterior tibial vessel and the peroneal vessel. The procedure was completed with a different device. The patient's status is fine.